Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-1056, awareness date: 02-sep-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) placed. She stated that the pain of placement, even with the assistance of anesthetic and valium, it was nothing less than excruciating. After a solid 30 minutes of the doctor attempting to remove a coil that had been released to early and was stuck half-way in. She had screamed in agony so loudly, that she decided surgery was necessary. She was brought across the street from the clinic to the hospital, where she was asked to sign a document before going under sedation, giving permission pretty much to whatever was necessary. Maybe possibly even waking up with a hysterectomy. Every day since that day, she is disappointed that she woke up from that procedure with the essure coils in place. From daily back, leg and abdominal pains, to heavy cramping and bleeding during her no longer predictable periods. She is suffering and struggling on a daily basis just to function property. Essure has taken her health. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had to undergo a surgery to remove a coil that had been released too early and was stuck half-in (interpreted as device deployment issue). She still had the essure coils in place. This event is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event and its suggestive temporal relationship (during placement), the deployment issue is assessed as related to essure. This case is regarded as incident since an intervention was required to treat an essure-related event. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had to undergo a surgery to remove a coil that had been released too early and was stuck half-in (interpreted as device deployment issue). She still had the essure coils in place. This event is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event and its suggestive temporal relationship (during placement), the deployment issue is assessed as related to essure. This case is regarded as incident since an intervention was required to treat an essure-related event. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.